Event description:
Additional information was received indicating the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and a replacement procedure will be scheduled for a later date. Should additional information become available this report will be updated.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was undergoing a non-device related procedure. Interrogation of the device revealed the device had reverted to storage mode approximately a month earlier. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was confirmed to be in storage mode. Technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Memory analysis was then completed which indicated therapy remained available until the device reverted to storage mode due to battery voltage. No device anomalies were noted throughout memory analysis.